Manufacturer narrative:
Device received with broken battery cap coin slot noted. After installing the battery tester the device shows low power battery sign and no key function due to c13 voltage leak on interface board. Device passed self test no audio or vibrate anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was no longer alerts if reservoir was empty. The customer¿s blood glucose was unknown. The customer stated that there was crack at opening of battery compartment. The insulin pump will not be returned for analysis.